Manufacturer narrative:
Patient reported being hospitalized after starting vgo - (B)(6) 2018 because her blood sugar was progressively higher and went up to 600+. Patient was prescribed one-two bolus click pre meals. Patient discharged on her present regimen which is lantus 20 in am and humalog 5 units ac with a sliding scale starting at 150. Patient is using sliding scale every day. Patient reports her blood sugars in the mid 100 to 200s range on this regimen. Doctor wants her to defer being on vgo again until her follow up appointment. There was no alleged device malfunction. Device was not returned for evaluation. Root cause of the hyperglycemia is most likely related to patient not knowing how to use vgo appropriately, not bolusing and insufficient dosing.

Event description:
Patient reported being hospitalized 3 days after starting vgo - (B)(6) 2018 because her blood sugar was progressively higher and went up to 600+. Patient was hospitalized for several days at (B)(6) medical center. Patient was prescribed one-two bolus click pre meals. Patient discharged on her present regimen which is lantus 20 in am and humalog 5 units ac with a sliding scale starting at 150. Patient is using sliding scale every day. Patient reports her blood sugars in the mid 100 to 200s range on this regimen. Doctor wants her to defer being on vgo again until her follow up appointment.